Event description:
Hill-rom received a report from the account stating the bed exit would not engage (set). The bed was located at the account on the 3rd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit needed to be reset. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed bed exit patient caregiver keypad to resolve the issue. Based on this information, no further action is required.